Event description:
Information was received from a consumer regarding a patient who was implanted with the implantable neurostimulator (ins) for spinal pain. It was reported that at least eight months ago patient stopped using the device. The exact date was not provided. Patient did not use the device anymore because it was not helping patient like it was in the beginning. The pain was now so much worse in so many different places that the device was not helping/could not help patient anymore. Patient was planning on having the device explanted sometime in (B)(6) 2017. Patient inquired about the impact of not recharging the device and MRI.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.